Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected thrombus could not be confirmed, as no images or product was received for evaluation. A specific cause for the report of an ldh of >2000 could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported the patient underwent a pump exchange on (B)(6) 2020, for suspected thrombosis. The pump was discarded. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient admitted with for lactate dehydrogenase (ldh) higher than 2000 u/l. Patient was placed on heparin infusion with drop of ldh to roughly 1500 u/l. Creatine was stable at 1.2. Left ventricular assist system (lvas) parameters were stable (no two watt change in power). It was decided to take the patient to the operating room for a pump exchange on (B)(6) 2020 due to concern for thrombosis.